Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer and considered discordant when compared to the repeat negative test results that was run on a advia centaur classic . The customer performed additional troponin testing with two other samples from the same patient and the results remained positive on the advia centaur cp and negative when repeated on the advia centaur classic. There was no known report of adverse health consequences due to the discordant troponin ultra cp results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and the fse found cleaning solution (bleach) in the wash 1 bulk fluid bottle. The fse replenished the system with wash 1 solution. It was determined that the operator had poured cleaning solution into the wash 1 bulk fluid bottle. The fse performed a total service call and a six month certification while on site. The instrument is performing within specifications. No further investigation is required.